Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) error message" was not confirmed during the analysis of the event logs and during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard xp ivtm system during visual inspection. The event log review showed no significant discrepancies. The thermogard ivtm system passed all functional tests and performed within the specification without any fault or error. The air trap sensors were inspected, and no issues were found. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4)) displayed mid:09 (air trap assembly) error messages. No patient involvement.